Manufacturer narrative:
The user guide states: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple occlusion alarms. The customer's blood glucose (bg) was 396-397 mg/dl with diabetic ketoacidosis. The customer attempted to resolve bg by delivering a correction bolus and setting a temporary basal rate however, an ambulance was called and took customer to the hospital. The customer was treated with an insulin drip and a check of bg levels every 15 minutes which resolved the issue. The customer was discharged on (B)(6) 2020 with no permanent damage. Reportedly, the customer did not address the occlusion alarms the pump declared in a timely manner. Additionally the customer had worn the supplies for 5 days. The customer reverted to alternate insulin therapy until proper training was received.